Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) heard beeping tones being emitted from the device. The patient presented to the health care facility for evaluation. Interrogation of the device demonstrated that it was in a fallback/safety mode, with single zone shock and vvi 60 pacing therapies available. Attempts to restore the device were unsuccessfull, and the device behavior progressed to the point where interrogation could not be interrogated. The decision was made to explant and replace this device with a different model guidant crt-d. To date, there have been no reported patient symptoms associated with this clinical observation.